Event description:
It was reported that during a procedure the table allegedly unlocks. There was no report of injury to the pt or delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual examination as well as performance test and error codes checked was performed. The tech was unable to identify any issues from the test performed.